Event description:
The customer reports back to back results of 202 mg/dl vs. 85 mg/dl on a professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.